Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 2.4mm in length, eccentric, de novo target lesion was located in the moderately tortuous and 3.0mm in diameter mid left anterior descending artery. The lesion contained >45 and <90 degrees bend. Pre-dilation was performed using a 3.0x20 balloon catheter, leaving 70% residual stenosis in the lesion. A 24x3.00 omega stent was then advanced but significant resistance was met and it was noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.